Event description:
The customer reported that the insulin pump had an error alarm during the prime process, but the customer was disconnected during prime. Advised the customer to discontinued use of the insulin pump and revert to back up. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.